Manufacturer narrative:
H3) the software team reviewed the logs and archives. Logs captured that the site used the imaging system auto registration on the date of the issue reported. Archive contains two imaging system exams, each with 192 slices and 0.83 mm spacing and thickness. Observed from the archive that the site created 6 plans on the l5, among them, 5 plans were on the left side and one on the right side. Apart from this, logs and archives didn't capture enough information to the reported behavior. However, there was insufficient information to determine root cause of reported behavior. The software logs and archives were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0-52 work order complete: h3, h6) a manufacturer representative went to the site to inspect the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during an l5-s1, the surgeon thought it was accurate on the left side l5, tapped and dropped a wire. The surgeon moved to the right side of l5, but felt he was inaccurate. It was respun and found the wire was placed in l4 and not in l5. Navigation was aborted and used free hand. The surgery was all percutaneous. There was a less than 1-hour delay to the procedure, and no impact on patient outcome.